Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 64mm in length and extended from a position 5mm proximal of the proximal markerband to 1mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified subclavian artery. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 4 bar and before reaching the nominal pressure, the balloon burst. The device was retrieved, and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified subclavian artery. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 4 bar and before reaching the nominal pressure, the balloon burst. The device was retrieved, and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable post-procedure.